Event description:
I have been diagnosed with scleroderma and honestly am thinking it is due to breast implant I had for reconstruction after breast cancer. We need to know if there are illnesses related to implants. It is truly unjustified to battle cancer and live only to become sick with a disease there's no cure for. Lets stop thinking of the money, how about a little humanity? Do the research please. FDA safety report ID# (B)(4).